Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d5, d8, d9, g3, h2, h3, h4, h6, h11. Correction: g4 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation the broken (charged coupled device) r-unit is likely which was determined to have caused the reported flickering image which was confirmed during service inspection. The most probable cause of the complaint is a broken r-unit, which indicates that the problems are traced to the device, but the investigation could not identify the exact actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had severe flickering. The issue was found during an unspecified procedure. There were no reports of patient harm.